Event description:
Left inguinal hernia repair with mesh was being performed per the doctor. When using #1 prolene CT-1 suture to secure the mesh, 3 of 4 wedged on needles popped off of the suture. This is not a pop-off suture. As a result, the doctor had to use alternative suture to complete the repair. No harm to patient.